Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was interrupted and weakened a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject device had low brightness. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: d9 - date returned to mfg corrected fields: h11 remove: "this supplemental report is being submitted to provide the results of the final investigation."

Event description:
No additional information received from the customer.